Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication is used. Citation: lim, c. Y., lai, c.c., tsai, y.w. (2025). Comparison of durability between rezum water vapor therapy and urolift in treating benign prostatic hyperplasia: a multicenter propensity score-matched analysis. Cureus 17 (3), 1-12. Doi: 10.7759/cureus.80914. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific via an article published in the cureus journal that a prospective study was conducted in order to evaluate and compare the long-term clinical outcomes and reintervention rates of rezum water vapor therapy and urolift in a real world setting using a large electronic health record database from (B)(6) 2014 to (B)(6) 2024. The study occurred with 3320 patients in each group. Postoperative complications included hematuria , dysuria , urinary retention, fever , erectile dysfunction, urinary tract infections, and emergency department. Patients in both groups consumed antiplatelet or new oral anticoagulants, and had to have reintervention. No further patient complications were reported.